Manufacturer narrative:
No product was returned and no lot information was made available. As such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. No corrective action or follow up is possible. The customer has confirmed that the instrument cannot be located and cannot be correctly identified, therefore, at the present time, this complaint is considered to be closed. If at some point the product and or additional information comes back for evaluation, a follow up report will be filed.

Event description:
Customer reports that during an anterior cervical fusion, part of a small unbiting curette broke off in the incision. The piece was retrieved. The customer has not been able to locate the instrument. In addition, the customer is not sure what the exact code of the instrument is.